Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was also found that the nozzle was clogged. Additional evaluation findings were as follows: there were dents and scratches on the plastic distal end cover, the objective lens, the light guide lens both had worn glue, the bending section cover glue, the bending section cover both were cracked, the insertion tube had cuts, scratches, the control body had color rings missing, and the light guide, the scope connector both had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no air/water flow (blocked air channel) during reprocessing. There was no patient involvement or patient impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.